Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. However, prior to the investigation the device was accidentally misplaced. Based on stryker sustainability solutions' engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. The design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If the jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. The device history record for the reported device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2012-00042 where the device had to be cut away from the patient's tissue when it became stuck due to a derailed blade even though there was no patient injury in this event and it was unable to be confirmed if the blade was derailed or not. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the jaw of the ligasure "would no longer activate." There was no patient injury reported by the user facility.